Event description:
It was reported that there was an impedance issue; there was low impedance of 156 on electrodes 8 and 9. Action required as a result of the event was reprogramming. Diagnostic testing and troubleshooting included impedance testing and reprogramming. The product issue was resolved and the cause of the issue was not determined. Patient was alive with no injury and had less than 50% therapy relief on left side implant. It was noted that the patient felt that device was going on and off and had a shocking sensation on the left side of the body. The patient was reprogrammed avoiding the short circuit and the patient was pleased with the result.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).